Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm after receiving a weak battery alert. Customer's blood glucose was 87 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No button error alarms were noted. However, the pump had intermittent button response due to moisture damage on the keypad traces. The pump was received with normal operating currents, and no unexpected weak battery or battery out limit alarms were noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump also had a cracked display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.